Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. All other lead diagnostics were normal, and no noise was observed. Boston scientific technical services (ts) discussed possible reasons for the elevated shock impedance measurement and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.